Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed. Analysis indicated that the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the right ventricular lead again exhibited high coil impedance. It was determined that the lead had fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for the superior vena cava coil of the right ventricular lead due to high impedance. The alert threshold was raised. Later, the same alert was again triggered at the higher impedance threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.